Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, the battery gauge was fluctuating. Reportedly, the customer changed their supplies to a different wall adapter, but declined tandem technical support to follow-up regarding the reported issue. Customer¿s blood glucose value was 80-100 mg/dl.